Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 512 mg/dl. Customer had no symptoms. Customer current blood glucose reading was 105 mg/dl. Customer blood glucose reading at the time of the incident was 512 mg/dl. Used manual injection to treat high blood glucose reading. Customer had a backup plan. Customer reports they have not contacted their healthcare provider regarding the high blood glucose reading. Customer states the drive support cap appears normal. Customer states the drive support cap appears normal. Customer declined to check for the presence of leaks or air bubbles in the tubing and reservoir. Customer reports site is changed every 2-3 days. Cannula was bent. Insulin pump passed high pressure test. Products will not be returning for analysis.